Event description:
A malfunction on the pump was reported by the caller, who mentioned that no notable events had occurred prior to the malfunction. The impact on the customer¿s blood glucose level was unknown as the caller declined to answer. Technical support provided the caller with information on resetting the pump and assisted with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.